Event description:
It was reported, patient's implantable cardioverter defibrillator (ICD) was in backup mode, due to magnetic resonance imaging (MRI). Loss of defibrillation therapy was also noted. The device was able to reset to normal setting by programming intervention. The patient was stable.